Event description:
A non health care professional reported that during the cataract surgery with intraocular lens implant procedure, found to have an inner material defect had to be explanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens case was returned fully disassembled. The lens was returned adhered by solution to the non-serialized side of the lens case lid. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. The cut optic portions have small scratches and cracks near the cut damage. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the instructions for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).